Event description:
Pt was undergoing an ep procedure for ablation for atrial flutter with use of the navistar catheter. Here are the procedure notes after electroanatomic mapping, a line was made from 5:30 on the tricuspid annulus to the inferior vena cava using a navistar catheter. Atrial flutter continued. The line was "touched up" with continuous atrial flutter. Repair electroanatomic mapping was performed and revealed a leak approx 2/3 of the way down the line. Further ablations at his site did not terminate flutter and the power of rf generator during ablation was noted to be >20 watts. The navistar catheter was removed and found to have some char on the tip. A second navistar catheter was used and again when checked had char on the tip. No impedance rises were seen. Note: procedure was completed using a thermocool catheter and no adverse symptoms of the pt was noted. Dates of use: (B)(6) 2012.